Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to find the patient's name, and they need to add a new temporary patient to pull medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) sent an email to pyxis product support and cc the customer, after that received an update from customer that the issue was on customer side. After that the customer granted permission to close this case.